Event description:
On september 3, 1997 the metal frame of "action mvp" wheelchair sheared off while rptr was sitting quielty at their place of employment, causing them to fall to the floor. The trauma from the fall had an adverse impact on rptr in that they developed a serious med condition which necessitated admission to the hosp from september 15, 1997 through september 22, 1997. Interestingly, on or about april 1, 1996, the same thing had happened (the wheelchair's metal frame shearing in half causing rptr to fall) with rptr's previous "action mvp" wheelchair. The MFR, invacare corp and its subsidary were aware of both incidents.